Manufacturer narrative:
Investigation summary: one sample was received from the customer for investigation. The sample was visually examined using unaided vision and it was observed that there is a dark spot of foreign matter (fm) in the sealed blister pack. The blister pack was opened and the dark spot was visually examined using 10x magnification. The dark spot was visually identified as ink. A malfunction of the printer which prints the lot number and expiration date on the blister pack resulted in ink getting in the blister pack. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that there was "dark colored dirt" inside the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "dark colored dirt on the inside. Such change compromises its use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "dark colored dirt" inside the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "dark colored dirt on the inside. Such change compromises its use."